Event description:
(B)(4).

Manufacturer narrative:
The account stated the scale had been zeroed with a patient in bed, user error. The scale was zeroed as outlined in the user manual by the account and the bed exit system operated as designed.